Event description:
It was reported that the rv pace/sense portion of the lead was capped and replaced by a new pace/sense lead. The high voltage portion of the lead is still active. No patient complications were reported as a result of this event.